Event description:
I have transformer #920.7010. It has exposed wire where the wire connects to the transformer. It gets very hot and sparks if you move the cord while it's plugged in to the outlet.

Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation. Therefore no conclusions can be made as to the cause of the event. The customer was contacted regrading the return of the product. The customer indicated that the product was shipped to medela. As of (B)(6) 2012 in the product has not been received by medela. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.